Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was returned for evaluation. The reported issue was present during investigation. Delivery accuracy tested in spec. Failure analysis identified a defective pressure sensor. Preventative maintenance was performed, pressure sensor was replaced. While the product evaluation determined that the reported issue was confirmed, it could not be identified whether the need for component repair/replacement originated from an issue in the manufacturing process or due to handing at the user facility. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
A list of events has been received from (B)(6). This report is being submitted for an incident described by the report as "issue: flow rate issue".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.